Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient experienced a fall on (B)(6) 2014, but ineffective stimulation did not occur until several months later. An impedance check revealed invalid impedance on the patient's left lead. X-rays were taken and revealed the lead had migrated. Reprogramming was performed, but was unsuccessful over time. As a result, the patient may undergo surgical intervention on a later date.